Event description:
It was reported that approx. 47 months after the implantation an increase of shock impedance was noted during a follow-up. During a scheduled exchange of the ICD this lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed multiple abrasion marks along the lead body. In particular 24.5 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the conductor cable to the svc coil was found fractured. This damage can be considered as the root cause of the increased svc coil continuity as reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. This conductor fracture was measured during the electrical analysis. No further peculiarities were noted. Additionally the mechanical analysis was properly feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.